Event description:
Customer reported issues with air bubbles or gaps in the system, primarily occurring in the tandem mobi cartridge and occasionally in the infusion set tubing. Despite these bubbles, there was no adverse impact on the customer's blood glucose level. The blood glucose did not exceed 500 mg/dl, remaining within normal range. To address the problem, the customer routinely performed air removal from the cartridge prior to its use, though they had been experiencing this issue since acquiring the mobi pump.